Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported in a journal article that the patient underwent closed reduction and revision due to loosening of the liner and possible impingement of bone anatomy. The liner was revised and bone ridge was removed. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. (B)(6).

Event description:
Information was received based on review of a journal article titled, freedom constrained liner for the treatment and prevention of dislocation in total hip arthroplasty which aimed to retrospectively evaluate the clinical results of one hundred three patients following hip arthroplasty over a seven year period from 2007 to 2014 using the freedom constrained liner with regenerex, vision or universal acetabular components manufactured by biomet; and to assess the failure rate following hip arthroplasty either in revision surgery for recurrent dislocation or as a preventive method in high dislocation risk patients. One patient was identified in the article that underwent hip arthroplasty on an unknown date. Patient follow-up results provided indicate that the patient underwent hip arthroplasty revision due to loosening of the liner and possible impingement. There has been no further information provided and the patient outcome is unknown.